Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure orthopedic surgery. Date and name of index surgical procedure: no further information is available. The diagnosis and indication for the index surgical procedure? No further information is available. What were current symptoms following the index surgical procedure? Onset date? The doctor said there was a possibility of a suture abscess. About 1 month after the index surgery. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No further information is available. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? No further information is available. Was the abscess treated? How? No further information is available. What medical intervention was performed? Results? No further information is available. Please provide medicine name, strength and dose of medicine used. No further information is available. Other relevant patient history/concomitant medications: no further information is available. Vicryl product code and lot #? The product code and lot number are unknown. Stratafix lot #? The lot number is unknown. If applicable, will product be returned, return date, tracking information: no sample will be returned. What is physician¿s opinion as to the etiology of or contributing factors related to the stratafix and vicryl sutures to this event? No further information is available. In the physician¿s opinion are both the vicryl and stratafix sutures attributable to this event? The doctor opined they do not ¿know the direct cause, but there is a possibility of a suture abscess due to stratafix.¿ what is the patient current status? No further information is available. Note: event related to stratafix reported via medwatch 2210968-2019-86109.

Event description:
It was reported that the patient underwent an orthopedic procedure on an unknown date and suture was used. The suture was used on the muscle layer. Onset of the infection was about one month after the operation. The suture remained firmly. The bacteria were (B)(6). It was not reported how the infection was managed. The physician opined that it is unknown whether the suture is the direct cause. No additional information was provided.